Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to high pacing impedance on the right ventricular (rv) lead. Also, the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri), but then experienced a charge circuit timeout with a high charge time. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.